Event description:
Customer's father reported his son was playing baseball and fell on his insulin pump. The screen is damaged. Customer's blood glucose was 160 mg/dl. Parts of the screen cannot be seen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device had a cracked and bleeding lcd glass, scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. Unable to perform the displacement test due to cracked and bleeding lcd glass. (B)(4).